Event description:
The patient was a female. The target lesion was mid right coronary artery. The lesion was a de novo, moderately calcified and moderately tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. Guide wire (runthrough ns) crossed the target lesion and pre-dilation with a balloon (name unknown: 2.5 mm) was conducted. A cypher (complaint product: 3.5/18mm) was being delivered; however, it had difficulty crossing the target lesion. Therefore, the physician decided to remove the cypher once. When the cypher was being pulled back into the guiding catheter (launcher: size unknown, al1), there was resistance encountered. The physician withdrew the cypher adding excessive force, and after the cypher was withdrawn out of the patient, he found that the stent was not mounted on the balloon. The physician confirmed under cag that the stent had dislodged on the guide wire at proximal rca. The dislodged stent was pulled back into the guiding catheter using a snare catheter (goose neck), and entire system was withdrawn out of the patient. Then the guiding catheter was exchanged, and another cypher (same size) was implanted at the target lesion successfully. The procedure was successfully finished. There was patient injury reported. The product was clinically used and only sds will be returned for analysis (the stent was discarded by the hospital mistakenly). The physician did not indicate any anomalies prior to use. Physician stated that the dislodgement was possibly caused by a proximal edge flare due to the vessel calcification, tortuousity, and the stent being caught on the guide catheter while being pulled back.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.